Manufacturer narrative:
The customer¿s report of an under-infusion was not confirmed. The pcu event log shows the source pump module was programmed to infuse an unidentified medication at a rate of 107 ml/hr with a vtbi of 1605 ml at 5:21 pm on (B)(6) 2017 and was started at 5:29 pm. At 8:29 am on (B)(6) 2017, the primary infusion completed and the device transitions to kvo. The user changes the vtbi to 50 ml and starts the infusion. At 8:38 am, the user changes the rate to 45 ml/hr and the vtbi to 40 ml and starts the infusion. At 9:31 am, the primary infusion completes and the device transitions to kvo. The user changes the vtbi to 40 ml and starts the infusion. At 9:54 am, the user channels the device off. The volume recorded during this period was 1674.9 ml. The suspect device and disposable set were not returned for investigation. The starting volume of the fluid container cannot be determined through device logs. The root cause of the under-infusion was not identified.

Event description:
The customer reported that at 5:29 pm, an infusion was started at 107 ml/hr. The next morning, the rate was changed to 45 ml/hr and the infusion ran for one hour. At 10:00 am, on (B)(6) 2017 the infusion bag was noticed to be nearly full. There was no report of patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that an unspecified fluid was programmed to infuse at 107ml/h overnight and then adjusted the next day to 45ml/h for one hour then at 10am the bag was unexpectedly noted to be nearly full. There was no report of patient harm.